Event description:
Name of procedure being performed: no information. Detailed description of event: the rep was not present during the case. The device packaging was opened and within the package the surgical team found a hair wrapped up in the prongs of the device key. The device was not used in the case and another voyant was opened and used in the case. No patient impact. Product is available for return. Additional information received via email on 23sep2021 from [name], applied medical account manager iii: photos of the product and the hair has been provided. Patient status: no patient impact. Type of intervention: used new device to complete case.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair, the hair was taped to the device key. Based on the condition of the returned unit and the description of the event, the hair likely originated from an operator during manufacturing process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: no information. Detailed description of event: the rep was not present during the case. The device packaging was opened and within the package the surgical team found a hair wrapped up in the prongs of the device key. The device was not used in the case and another voyant was opened and used in the case. No patient impact. Product is available for return. Additional information received via email on 23sep2021 from [name], applied medical account manager iii: photos of the product and the hair has been provided. Patient status: no patient impact. Type of intervention: used new device to complete case.